Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument needed the black wire to be repaired. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was placed and driven on an in-house system showing 14 lives. The instrument was engaged and recognized by the in-house system's sterile adapter during 3 attempts. The instrument passed energy delivery test. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument was fully functional. No product issue was identified. No damage found on wires/cables.